Event description:
The maxi move lift tipped over and fell onto the personal support workers (psws) while attempting to reposition a patient in a chair. As the caregivers pulled on the patient, the weight shifted outside the lift¿s base of support, causing it to tip over and pin psws. The device evaluation did not reveal any device failure. It operated correctly during functional testing. The patient did not sustain injury. The personal support worker sustained shoulder pain and decreased mobility.

Manufacturer narrative:
The device evaluation did not reveal any device failure. It operated correctly during functional testing. The attempt to recreate the reported event revealed that it can occur only when the patient is pulled during repositioning because it disrupts the balance and stability of the lift. When the patient is pulled, the center of gravity shifts, and if the force is strong enough, it can cause the lift to lose its stability and tip over. The instructions for use dedicated to maxi move (001.25060.en) warns: "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift." The facility staff is aware of the cause of the issue and and has been instructed how to use the device correctly to prevent similar events in the future. Arjo device failed to meet its performance specification since the lift tipped over. The device was used to reposition the patient when the event occurred. The complaint decided to be reportable due to an allegation concerning the maxi move lift tipping over and falling onto the caregivers.